Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was removed due to abnormal and increasing shock circuit impedances. No further information is available at this moment.